Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a flow regulator set with control-a-flo regulator would not flow. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available for evaluation; however, retained samples were evaluated. Retention samples were visually inspected, with no obvious issue/damage detected. The retention samples were also gravity tested; then leak tested under water and no leaks were observed. The retention samples were conforming per product specifications. The reported condition was not verified while evaluating the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.